Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed error code 100b (watchdog test failed). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed error code 100b (watchdog test failed). The customer replaced the central processing unit (cpu), and requested the option codes for the avaps, cflex and ramp. The rse then provided the customer with the codes, and were successfully enabled. The device was operating as expected.